Event description:
Reportable based on device analysis completed on (B)(4) 2014. It was reported that crossing difficulties were encountered. The target lesion was located in a highly calcified unspecified vessel. A 16mm x 2.50mm taxus¿ element¿ drug-eluting stent was selected for use and advanced but failed to cross the lesion. The device was removed and the procedure was completed with another of the same device. No patient complications were reported. However, returned device analysis revealed stent damage.

Manufacturer narrative:
Device is a combination product. (B)(4). Device eval by MFR.: a visual examination of the crimped stent found stent struts on the proximal end of the crimped stent were stretched,distorted and lifted upwards from the stent profile. Stent struts on the distal end were stretched and distorted distally. The damage may have occurred while attempting to cross the lesion or during withdrawal of the device from the lesion site where the device may have met a restriction. The bumper tip of the device showed no signs of damage. The balloon cones profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found no issues with the hypotube shaft profile. A visual and tactile examination found no issues with the shaft polymer extrusion profile. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).